Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Patient stated that he had a (B)(6) hip replacement 1995, a revision of the primary in 2009 ((B)(6) replacements). And a second revision on (B)(6) 2016. The first revision was due to looseness (patient fell in 2007 and hip became loose). His second revision was due to sharp pains. Patient had right side surgery. This MDR is for the first revision.